Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the set coming apart below the second y-site was received from the customer. One sample was returned for investigation. Through visual inspection the customer complaint was confirmed. The male luer had separated from the rest of the set. No damage could be seen of the tubing end. No solvent could be seen at the tubing connection site either. The male luer was not returned with the set. A kink was also seen at the y-site but was able to be smoothed out. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. A definitive root cause could not be determined as the male luer was not returned. A probable root cause for this issue is an insufficient amount of solvent being added to the connection site of the tubing and the male luer, making it easy it separate. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a definitive root cause could not be determined as the male luer was not returned. A probable root cause for this issue is an insufficient amount of solvent being added to the connection site of the tubing and the male luer, making it easy it separate.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: alaris pump infusion set back check valve. Nurse priming with normal saline in preparation for chemo infusion. Tubing came apart at the end of the y-site tubing and male luer lock. These two pieces should be heavily bonded together.